Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. No damages or defects were observed in the fluid path or needle mechanism that would inhibit the soft cannula from properly inserting into the infusion site. No damages or defects were observed that would result in irritation at the infusion site. A root cause for the reported not properly inserted cannula could not be determined. Nor could a root cause for the reported irritation at the infusion site be determined.

Event description:
It was reported, that the patient had been hospitalized with hyperglycemia and skin irritation. The patient's blood glucose levels reached 374 mg/dl, while wearing the pod for longer than 48 hours. In addition, the patient reported, being unsure if the cannula was properly seated in the infusion site (arm). Symptoms reported, include pain, headache, bruising and irritation at the pod infusion site (arm). The patient reports administering insulin every (B)(6) minutes. Once at the hospital the patient was treated with intravenous fluids, as well as an antibiotic. The patient was discharged from the hospital after (B)(6) hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine, if any product condition could have contributed to the reported hospitalization and hyperglycemia as well as skin irritation. In addition, it was reported, the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.